Event description:
The customer reported to olympus, the evis exera iii colonovideoscope's air/water valve was not working properly, as it was not giving air to the scope. The issue was found during preparation for use. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the nozzle was clogged. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. In addition to the reportable findings documented in b5, non-reportable findings are as follows; the production label needed to be replaced; plastic distal end cover had an insulation malfunction; distal end plastic cover, light guide tube, and scope connecter all had dents; light guide lens was cracked; and the insertion tube had snakiness. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additionally, the customer provided further information. The procedure was a diagnostic colonoscopy. The patient was under minor sedation, there was no delay, and the procedure was completed using a similar device. The device was reprocessed, cleaned, and sterilized prior to being sent to the olympus repair center. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. There was no damage to the area where the foreign material was detected, and it was unknown if reprocessing was performed according to the instructions for use (IFU). Therefore, the cause of the material remaining in the device could not be specified. The event can be detected/prevented by following the IFU: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.